Event description:
The device was used during a laparoscopic oophorectomy procedure. Reportedly, the instrument broke when the surgeon removed it from the package. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.